Event description:
It was reported that the patient was experiencing pain at the ipg site. Surgical intervention was undertaken wherein the ipg was explanted and replaced. Therapy was restored postoperatively.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
It was reported to abbott a patient was experiencing pain at the ipg site. Surgery took place where the existing ipg was replaced with smaller device. There were no complications. Effective therapy was restored. The results of the investigation are inconclusive as the device was not returning for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.